Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, it was reported that a resistance was felt twice when trying to advance the stent through the guidewire. When the stent reached the lower part of the ureter, it was found the tip was bent or kinked. Therefore, it was difficult to place the stent inside the patient. Also, the physician tried to advance the stent in the right ureter, however, the same problem happened. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent kinked, inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent bladder pig tail was buckled or accordioned. Besides found the shaft kinked. Additionally, the suture returned cut and unloaded. A microscopic inspection was performed and was observed closely the buckled accordion and the shaft kinked. No other problem with the device were noted. The reported event was confirmed. Based on the product analysis, evidence found with the shaft kinked and with their bladder coil buckled or accordioned as well. These possible issues are related and could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushed into patient, such as excess of force applied over the device during the procedure could contribute to the failure. Additionally, according to the event description, it was felt some resistance, which could be caused for the interaction of the no flexible end of the guide wire and the stent and this resistance could generate the buckled or accordioned. Therefore, the most probable cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed, and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, it was reported that a resistance was felt twice when trying to advance the stent through the guidewire. When the stent reached the lower part of the ureter, it was found the tip was bent or kinked. Therefore, it was difficult to place the stent inside the patient. Also, the physician tried to advance the stent in the right ureter, however, the same problem happened. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.